Manufacturer narrative:
Investigation is ongoing. Device status unknown.

Event description:
As reported by implant patient registry, approximately 2 years and 3 months post tavr procedure, the patient had a 23mm sapien 3 valve explanted and replaced with an ew surgical valve for an unknown reason.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for valve requires intervention - unknown mechanism of failure was unable to be confirmed due to unavailability of returned device, relevant imagery, and medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. As reported, -the patient had a 23mm sapien 3 valve explanted and replaced with an ew surgical valve for an unknown reason". Due to insufficient information, a definitive root cause was unable to be determined. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required.